Event description:
A 24mm x 14mm diameter x 13.5cm length aneuxrx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in a fragile patient in 2001. It was reported that there were no complications or problems at the time of implant. The physician reported that the patient had numerous complications. The patient experienced a cardiac arrest and eventually renal failure. An angiogram performed after the procedure showed that the stent graft was well below the renal arteries. It is reported that the patient remained in the hospital on dialysis. Despite repeated attempts to obtain additional information, no further information is available at this time.